Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that an elective replacement indicator (eri) was on the patient's non-rechargeable device. The patient further reports an allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. Patient was told that his ins would last between 4 to 7 years. It was reviewed to the patient that ins depletion rate varies and to follow up with health care provider for ins replacement planning/depletion rate considerations. The patient inquired about having a rechargeable device. No symptoms reported. No further complications were reported or anticipated with this event.